Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 2292ml, indicating the home patient (hp) drained 2292ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The iipv event was confirmed through an event history log review. The assignable cause was determined to be a false empty detected at the initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.